Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent right ureteroscopic laser lithotripsy and ureteral stent implantation was performed, while the ureteral stent got calcification during use.

Event description:
It was reported that the patient underwent right ureteroscopic laser lithotripsy and ureteral stent implantation was performed, while the ureteral stent got calcification during use.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Although a specific cause cannot be determined, a potential root cause for this event could be, "material selection". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.